Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver was overheating. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver, finding no observations related to the customer complaint. Attempted to turn the receiver on and found the receiver will not power up. Placed receiver on the charger and found receiver gets warm when charging. The receiver case was opened and an interior inspection was performed and it passed. Performed troubleshooting on the battery, finding no issues with the battery. Performed troubleshooting on the receiver, finding the u6 board to get warm. The complaint of an overheating receiver was confirmed. The root cause was determined to be a defected u6 board, post investigation.